Event description:
Litigation alleges pain, stiffness, discomfort, excessive levels of chromium and cobalt and weakness.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 10/17/2014 - plaintiff&#38112;preliminary disclosure form was received, which identified dob information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 11/10/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec 11/13/2014 - medical records received. Upon revision, black stained synovial fluid, trochanteric bursitis, metallosis, granulomatous tissue, cystic regions in the acetabulum, and corrosion were noted. The information received does not change the MDR decision. This complaint was updated on: 12/05/2015.

Manufacturer narrative:
Depuy still considers the investigation closed

Event description:
Litigation alleges pain, stiffness, discomfort, excessive levels of chromium and cobalt and weakness.update der rcvd. Added dor, surgeon, sales rep info and patient age. Added loosening (cup) and osteolysis to reasons for revision. Added sleeve and unknown stem as lot number provided for stem is incorrect/incompatible.